Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patients mobile power unit (mpu) was not receiving power. The patient tried multiple outlets and confirmed the power cord was firmly installed but the green light on their mpu would not turn on.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event the heartmate mobile power unit (mpu) not receiving power was confirmed during evaluation of the returned mpu. The mpu, serial number (B)(6), was evaluated at the service depot (sd) on 14jul2025. The unit was connected to ac power but would not power on. The mpu was opened, and one of the mpu patient bracketing nuts was revealed to be detached and loose inside the mpu causing a short on the printed circuit board assembly (pcba). A manufacturing analysis task was opened to further investigate a loose patient cable bracket nut in the mpu. Additional information states the mpu had a v-lock connector at the time of the event and there were no environmental circumstances that may had affected the functionality of the device. The root cause was found to be an error made during the final inspection process of manufacturing. An awareness training was performed to review the event. Damage to ac power cord and ac inlet was also observed during the product investigation. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 29feb2024. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section e, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The mpu was exchanged and returned for evaluation. It was also said that there were not any environmental circumstances that would have affected ac power at the time of the event.